Manufacturer narrative:
Addendum: additional information from the affiliate confirmed that there was no broken piece left in the patient and the distal tip of the delivery wire was intentionally cut prior to the use in patient. It was reported that enterprise stent (enc452212/lot 10158951) could not be released at the lesion site; therefore the enterprise system and prowler select plus microcatheter (product code/lot unknown) were withdrawn as a unit from the patient. After withdrawal from the patient, the stent deployed from the microcatheter (mc) outside of the patient. The enterprise device had been recaptured, but it is not known how many times. The entire stent system was able to be withdrawn within the mc, and for patient safety reasons the mc and enterprise system were removed as a unit. Both the mc and stent were exchanged for another one and the procedure was completed without any patient injury. The mc was not reshaped. An adequate continuous flush was maintained through the mc at all times. There was no resistance/friction while advancing/withdrawing the stent system through the mc. It was reported that the mc was placed distal to the target site prior to advancement of the stent system to the target site followed by withdrawal of the mc to deploy the stent. It was also indicated that the deployment of the device was attempted by pushing it out the end of the catheter. There were no damages noted on the stent system or mc. With additional follow-up regarding the analysis of the returned device which found the distal end of the delivery wire separated and not returned it was reported that the distal tip of the delivery wire was intentionally cut prior to use in the patient and no part of the device was left behind in the patient. The prowler select plus mc used in attempt to deploy the enterprise vrd is not available for analysis. Additionally the lot number is not known; therefore a device history record review cannot be completed. It is not known if the enterprise system was recaptured more that the limit of one time as specified in the enterprise instructions for use (IFU). It was also reported that in addition to attempting to deploy the stent by withdrawal of the mc, as is the correct technique outlined in the IFU, it was also reported that an attempt was made to push the stent out the end of the microcatheter. It is possible that clinical/procedural factors may have impacted the event. Without the return of the mc for analysis and based on the available procedural information as reported, no conclusion can be made regarding the root cause or relationship of the device to the reported event; therefore, no corrective actions will be taken at this time. This is one of two products involved in the same procedure that had this product malfunction in which associated manufacturer report numbers are 1058196-2013-00139 and 1058196-2013-00140.

Manufacturer narrative:
Final resolution on this indicated that the stent was released after the system and mc was pulled back out of the patient as a unit. It was added that the stent actually got released at the distal tip of the mc while removal from the mc. No patient injury noted. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this product malfunction in which associated manufacturer report numbers are 1058196-2013-00139 and 1058196-2013-00140.

Event description:
During the procedure, when the enterprise stent was positioned to the target and planned to release, the physician found it cannot be released, and then withdrew the stent with mc (prowler plus) as a unit. The catheter was placed distal to the target site prior to the advancement of the device to the target site followed by withdrawal of the catheter in order to deploy the stent. The deployment of the device was attempted by pushing it out of the end of the catheter. The stent was not recaptured. The physician removed the system with mc as a unit as safety of the patient was considered. It was reported that the physician used the stent as assistance treatment. And the stent was dropped from mc when out of patient. Physician changed another one to complete the procedure. The patient is (B)(6) male patient, with wide neck aneurysm at c3 site. There was no resistance/friction while advancing/withdrawing the stent system though the mc. The mc was not reshaped. Same mc was not successfully used with subsequent product devices. An adequate continuous flush was maintained at all times. There were no damages noted on the mc or stent system such as kinked, premature deployment or any other; however, another update describes that the stent was deployed completely out of the catheter. There had been conflicting information provided regarding the deployment of the stent as original report indicated it wasn¿t released and follow-up update indicates it was deployed out of the catheter. Additional information has been requested. Final resolution received indicated that the physician was not able to deploy the stent at all and the stent did not even get partially released. The stent had got released prematurely while pulling the coil system back along with the mc as a unit. However additional update represents that the stent got released after the system was pulled out as a unit.